Manufacturer narrative:
Updates to field d6a: implant date. Updates to field d4: lot number. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a spectra penile prosthesis (spp) explant procedure due to unspecified reasons. The existing device was explanted and replaced with an inflatable penile prosthesis (ipp). No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a spectra penile prosthesis (spp) explant procedure due to unspecified reasons. The existing device was explanted and replaced with an inflatable penile prosthesis (ipp). No additional information was reported.